Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: envpro-16lot 0011723987 use by date 2025-04-06 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at 80% deployment, the valve dislodged. The valve was recaptured and redeployed. The valve may have been pulled up slightly at the time of recapture however after the valve was deployed everything was fine. It is unknown what caused the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that post implant procedure, the patient developed back pain. A computed tomography (CT) showed a dissection in the ascending aorta. A bentall procedure was performed with a 23 mm medtronic surgical valve and a hemiarch replacement.

Event description:
Medtronic received information that at an unknown time, the patient had an aortic root complication and underwent a "benta" procedure where the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16 (lot: 0011589787); product type: 0195-heart valves; implant date ; explant date product ID envpro-16 (lot: 0011723987); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.